Event description:
The customer reported the system was out of tolerance when in magnification. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was adjusted and all ge and federal specifications were met. The system was then found to be operating as intended. This event may have resulted in an accidental radiation occurrence.